Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The reported non-medtronic (johnson johnson) microcatheter was not returned with the solitaire stent. The solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were damaged on the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ report was confirmed, as the teardrop struts on the returned solitaire fr 6-30 stent device were found to be damaged. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the reported non-medtronic (johnson <(>&<)> johnson) microcatheter. Possible resistance causes include an incompatible or damaged catheter, severe vessel tortuosity, the user not maintaining the correct flush rate, the rhv being loose during the delivery process, or a lack of continuous flush with saline/heparinized saline during the delivery process. However, the cause of the resistance could not be determined. Since the reported non-medtronic (johnson <(>&<)> johnson) microcatheter was not returned, and the size was not reported, any contribution of the microcatheter to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance felt when advancing the stent into the microcatheter. After entering the micro catheter, the pushing was not smooth. Upon retraction, the kink was observed. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of right posterior cerebral artery p1 ischemic stroke. Modified rankin scale (mrs) score baseline was 3, procedure was 1. National institutes of health stroke scale (nihss) baseline was 10, pos-procedure was 4. Tici baseline was 2, post procedure was 3. IV tissue plasminogen activator (tpa) was contraindicated, there was 1 pass of the device. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 8 hours. Ancillary devices include a 6f puncture sheath, kindly, 6f90cm guide catheter, johnson & johnson microcatheter, synchro2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.